Manufacturer narrative:
D4 - primary UDI number: corrected. H3 and h6. Evaluation codes: updated. One device was received for evaluation. The complaint was verified during inspection. The air mix knob end cap was missing. Replacing the air mix knob end cap to fix the problem and preventative maintenance performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: date of event. E1: +(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that preventive maintenance needed and o2 knob cap was missing. There was no patient involvement and no patient harm/adverse event reported.